Event description:
This report summarizes 10 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Serial numbers of the devices and quantity (B)(4), (x1). (B)(4), (x1). (B)(4), (x1). (B)(4), (x3). (B)(4), (x4). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. There were 5 investigations completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: five (5) investigations were completed during the period. No product deficiency was identified. A review of the records related to the devices that included labeling, manuals, trending, and risk documentation was performed. A review of the device history records (DHR) showed that the systems and its components met all specifications prior to being released.